Manufacturer narrative:
The device was not received for analysis. However, the device was serviced at the customer's site. The system was tested, and the connector microswitch digital acu blade was reworked. No error messages were detected and no further failures were found. It is probable that the micro switch was damaged which resulted in the reported event.

Event description:
It was reported that the aiming beam is out of focus. The aiming beam and laser were not congruent. There was no patient involved with the event.

Manufacturer narrative:
The device was not received for analysis. However, a boston scientific field service engineer was called to the user facility to inspect the acupulse carbon dioxide laser and acuspot micromanipulator. The acupulse carbon dioxide laser system was tested and the reported out of focus aiming beam could not be reproduced, but an error with the digital acublade occurred. The connector for the microswitch joystick of the digital acublade was reworked by cleaning the connector pins (plug and socket) with a fiberglass pen, which resolved the error. Following the cleaning, the acupulse carbon dioxide laser and the attached acuspot micromanipulator were tested, and both were working as intended.

Event description:
It was reported that the aiming beam is out of focus. The aiming beam and laser were not congruent. There was no patient involved with the event.

Event description:
It was reported that the aiming beam is out of focus. The aiming beam and laser were not congruent. There was no patient involved with the event.